Event description:
The customer contact reported a shock. At 2000 as the device was being unplugged from the ac power outlet, the nurse reported feeling a "light shock" and reportedly "fire shot out" from an unspecified location. No burn was reported; however, the nurse reported a "soot mark" on her hand that was removed with hand washing. There were no reported adverse effects to the nurse. No medical interventions were required. The ac power cord plug reportedly appeared "burned off" from the end of the ac power cord. According to the user facility's quality assurance report, "the power cord was frayed prior to plugging the device into the outlet, but the nurse did not realize the cord was frayed." The device was removed from clinical service. Though requested, no additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received.